Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('right essure is in my endometrium') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), urinary tract infection ("urinary tract infections"), alopecia ("hair loss"), metrorrhagia ("metrorrhagia"), headache ("daily headaches"), onychomadesis ("loss of toenails, for no reason"), arthritis ("joint inflammation (elbows, knee joints and little finger on the left hand)"), inflammation ("daily inflammation of abdomen"), gastritis ("daily stomach inflammation"), dyspepsia ("heartburn when eating almost all food"), throat irritation ("burning sensation in throat"), vaginal discharge ("strong smell of metal in my pants almost daily"), dyspnoea exertional ("breathlessness as soon as I start to walk"), depression ("depression"), blindness ("loss of sight"), rash vesicular ("herpes-like rash"), back pain ("low back pain") and mood swings ("mood swings") and was found to have weight increased ("put on weight") and blood urine present ("blood in my urine"). At the time of the report, the embedded device, urinary tract infection, alopecia, metrorrhagia, headache, onychomadesis, arthritis, inflammation, gastritis, dyspepsia, throat irritation, vaginal discharge, dyspnoea exertional, depression, blindness, rash vesicular, weight increased, back pain, mood swings and blood urine present outcome was unknown. The reporter provided no causality assessment for alopecia, arthritis, back pain, blindness, blood urine present, depression, dyspepsia, dyspnoea exertional, embedded device, gastritis, headache, inflammation, metrorrhagia, mood swings, onychomadesis, rash vesicular, throat irritation, urinary tract infection, vaginal discharge and weight increased with essure. Amendment: the report was amended for the following reason: case upgraded to serious-incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority aemps, reference number: (B)(4) , on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('right essure is in my endometrium') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), urinary tract infection ("urinary tract infections"), alopecia ("hair loss"), metrorrhagia ("metrorrhagia"), headache ("daily headaches"), onychomadesis ("loss of toenails, for no reason"), arthritis ("joint inflammation (elbows, knee joints and little finger on the left hand)"), inflammation ("daily inflammation of abdomen"), gastritis ("daily stomach inflammation"), dyspepsia ("heartburn when eating almost all food"), throat irritation ("burning sensation in throat"), vaginal discharge ("strong smell of metal in my pants almost daily"), dyspnoea exertional ("breathlessness as soon as I start to walk"), depression ("depression"), blindness ("loss of sight"), rash vesicular ("herpes-like rash"), back pain ("low back pain") and mood swings ("mood swings") and was found to have weight increased ("put on weight") and blood urine present ("blood in my urine"). At the time of the report, the embedded device, urinary tract infection, alopecia, metrorrhagia, headache, onychomadesis, arthritis, inflammation, gastritis, dyspepsia, throat irritation, vaginal discharge, dyspnoea exertional, depression, blindness, rash vesicular, weight increased, back pain, mood swings and blood urine present outcome was unknown. The reporter provided no causality assessment for alopecia, arthritis, back pain, blindness, blood urine present, depression, dyspepsia, dyspnoea exertional, embedded device, gastritis, headache, inflammation, metrorrhagia, mood swings, onychomadesis, rash vesicular, throat irritation, urinary tract infection, vaginal discharge and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) ) on 30-jan-2020. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('right essure is in my endometrium') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), back pain ("low back pain"), metrorrhagia ("metrorrhagia"), rash vesicular ("herpes-like rash"), vaginal discharge ("strong smell of metal in my pants almost daily"), headache ("daily headaches"), blindness ("loss of sight"), urinary tract infection ("urinary tract infections"), alopecia ("hair loss"), onychomadesis ("loss of toenails, for no reason"), arthritis ("joint inflammation (elbows, knee joints and little finger on the left hand)"), inflammation ("daily inflammation of abdomen"), gastritis ("daily stomach inflammation"), dyspepsia ("heartburn when eating almost all food"), throat irritation ("burning sensation in throat"), dyspnoea exertional ("breathlessness as soon as I start to walk"), depression ("depression") and mood swings ("mood swings") and was found to have blood urine present ("blood in my urine") and weight increased ("put on weight"). At the time of the report, the embedded device, back pain, metrorrhagia, rash vesicular, vaginal discharge, headache, blindness, urinary tract infection, blood urine present, alopecia, onychomadesis, arthritis, inflammation, gastritis, dyspepsia, weight increased, throat irritation, dyspnoea exertional, depression and mood swings outcome was unknown. The reporter provided no causality assessment for alopecia, arthritis, back pain, blindness, blood urine present, depression, dyspepsia, dyspnoea exertional, embedded device, gastritis, headache, inflammation, metrorrhagia, mood swings, onychomadesis, rash vesicular, throat irritation, urinary tract infection, vaginal discharge and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: no new clinical information; imrdf-FDA codes update. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.